Event description:
The customer stated that she was experiencing hyperglycemia. The reported blood glucose reading was 418 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the prime test. The high pressure test failed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.